Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the patient was admitted to the intensive care unit (ICU). The patient reportedly suffered from an air leak post-operatively. The leak occurred from the bronchus after using the sureform 45 stapler and potentially the force fire function. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the patient went back to the operating room for a re-closure of the bronchus. The surgeon noted that the patient had a planned admission to the ICU before surgery due to significant co-morbidities. No further clinical information was provided. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A system log review cannot be performed due to insufficient information provided. The event date, and system and procedure information are unknown. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after a da vinci-assisted pulmonary lobectomy procedure, the patient had an air leak. The leak occurred from the bronchus after using a sureform 45 stapler instrument with an unspecified stapler reload color. The patient underwent a secondary operation to reclose the bronchus. The cause of the post-operative complication is unknown.